Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that during a routine device replacement procedure, increased pacing impedance measurements of 1,300-1,500 ohms were noted on this right ventricular (rv) lead. Threshold measurements were noted to be stable and boston scientific technical services (ts) discussed impedance ranges for the lead. The lead was then surgically abandoned and replaced during the procedure. No adverse patient effects were reported.